Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Any association between the liberty cycler or any fresenius products and the event of trouble breathing and the need to go to the hospital cannot be determined based on the lack of information provided. Additional information related to the patient's history, comorbidities, and hospitalization is needed to determine potential causality. Further information has been solicited.

Event description:
It was reported that on (B)(6) 2017 this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy experienced trouble breathing and needed to disconnect from his ccpd treatment to go to the hospital. There is no other information related to the patient's hospital course or current health status. Additional information has been solicited.